Event description:
Information received by medtronic indicated that the customer received open book image on the insulin pump screen. Customer reported crack on the back of the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged critical pump error (open book image) alarm and cosmetic damage on unknown location found on (B)(6) 2022. No critical pump error (open book image) alarm noted during boot up. Pump received with pillowing keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment during the visual inspection. The pump passed the active current test. Successfully downloaded history files and traces using thus. Pump error 43 alarm during the rewind test. Unable to perform the displacement test, prime/seating, basic occlusion test, force sensor test and occlusion test due to pump error 43 alarm. Pump received with pump error 68 alarm, pump error 49 alarm and pump error 23 alarm after battery change, pump error 75 alarm during self test and high sleep current measurement. Pump was cut open to perform visual inspection and found moisture damage on the internal battery, motor, force sensor and electronic assembly. Swapping out test boards confirms pump error 68 alarm, pump error 49 alarm and pump error 23 alarm after battery change, pump error 75 alarm during self test and high sleep current measurement due to moisture damage to pcba 1 and 2. Swapping out test boards confirms pump error 43 alarm during the rewind test due to moisture damage pcba 2. In further full review in the pump history on (B)(6) 2022 at 19:33:05.000, found pump error 4 alarm ((B)(6)) and pump error 63 alarm ((B)(6)) (variableinfo = 15). Customer alleged not confirmed for the pump having open book image. However, found pump error 63 and 4 alarm in the pump history due to moisture damage on the electronic assembly. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm after battery change, pump error 75 alarm during self test and high sleep current measurement due to moisture damage to pcba 1 and 2. Pump error 43 alarm during the rewind test due to moisture damage pcba 2. Cosmetic damage was confirmed at keypad overlay, battery tube threads and case corner of the belt clip rails near the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.